Manufacturer narrative:
Reference (B)(4). Complaint notification received from codman. Confirmed product will not be returned for evaluation. No patient injury.

Event description:
Staff had difficulty unscrewing the collection bag after implantation.